Manufacturer narrative:
Additional information: d4: serial number and h4: manufacture date. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no physical damaged was found on the device. Functional testing confirmed that circulating water was leaking from the tube connection port of the main unit. Root cause was attributed to the microswitch; which was "always on". The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The micro switch and o-ring were replaced. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device had a water leak. No patient involvement was reported.

Manufacturer narrative:
B3: date of event, d4: serial number, and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.